Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the keypad cover was found to be torn from the ok button to the down arrow button. During testing, the up arrow and contast keypad buttons responded intermittently. The down arrow and ok buttons responded appropriately to button presses. The keypad cover removed and contamination found under the up arrow, down arrow, and contrast button contacts. The display was found to be dim, faded, and discolored. A pump case crack was observed near the upper right corner of the display lens.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.